Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was not getting any smaller, and the flow rate was abnormally slow. This was noticed during patient infusion via a chest wall access port. The expected infusion time was 120 hours; however, this flow issue was observed when the infusion time was 56 hours. The device was filled with fluorouracil and saline having a total volume of 240ml. A new device was prepared for the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between october 7, 2024 ¿ october 8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the bladder was observed which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.